Manufacturer narrative:
Medwatch report was rec'd by steris from FDA and a steris tech was immediately dispatched to the account to investigate the issue. Steris was not notified by the hospital originally of the problem. The investigation by steris tech determined that the table was 15 years old, the table was not maintained by steris, but was maintained by ge biomed. The tech confirmed that the table broke during surgery, but there were no injuries. The table has been repaired and placed back into service. The table was sent out and repaired by a third party refubisher and placed back into service.